Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and performed mod 41 per current service cd to return the brightness to value of 124, with spec being 101-128. The fe performed all mod procedures and adjustments listed in the mod instructions for this modification. The fe then ran all 18 items of diagnostics successfully. Quality control materials have been processed and the qc results have been verified and accepted by the customer. Repairs have returned this instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 129 which is out of specification (specification: 101-128) . The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. (B)(4).